Event description:
The pt underwent a sling procedure during 2002. Post operatively, the pt experienced a urinary tract infection that was treated with antibiotics. Two weeks later the pt started to run a low-grade fever. Pt was treated with antibiotics for 10 days without success. Pt's c-reactive protein and sedimentation rate were elevated. An infectious disease consultation was obtained and the pt was treated with empirical antibiotics. The pt is now experiencing suprapubic pain and has tenderness of the pubic bone. The physician plans on removing the mesh.